Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the flex shaft is fractured near the base of the drill bit connection end. There are nicks around the base of the drill bit connection end by the fractured flex shaft. The quick connect end has nicks and scratches present. No other damage was noted during visual evaluation. This device has an approximate field age of 8 years. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during the drilling into the acetabular cup for screw preparation, the drill shaft broke. The broken piece remained in the drill hole with the patient and was retrieved. No other fragments were found. The procedure was delayed by approximately two minutes to open another drill shaft. It was confirmed that no further information could be provided.